Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was "high" on the continuous glucose monitor graph. Elevated bg was address by correction injection via manual injection. Customer changed pump supplies to address the issue.